Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 6. Reference MFR. Reports # : 1627487-2013-11246, 1627487-2013-11247, 1627487-2013-11249, 1627487-2013-11250, 1627487-2013-11251. The pt had an scs system for off-label use. The pt had four leads (two were the same model/lot). It was reported the pt's scs system was explanted and the reason remains unknown.